Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy irritation on his back under the lifevest. The patient was given recommendations from his nurse and physician. The patient also removed the device to let his skin heal. Follow-up indicated that the rash had healed.